Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that, approximately 3 months following the implantation procedure, the chait percutaneous cecostomy catheter broke in the patient. The broken piece of the catheter vacated with the stool. The product problem ultimately necessitated the removal of the device, and the placement of another chait catheter. The device was disposed of by the customer; accordingly, it will not be returned for evaluation.

Manufacturer narrative:
A review of the complaint history, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications and a photographic evaluation was conducted during the investigation. The complaint device was not returned. However, the inspection of the photo of the complaint device which was returned by the customer confirmed that the chait cecostomy catheter broke/separated. Only the proximal straight end of the catheter could be seen in the photo, as the separated pigtail end was noted to be eliminated during a bowel movement. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. According to our complaint management system, there have been two other complaints with the same product family and failure mode as this reported complaint. Neither of the devices were returned for these previously completed complaints, thus, a previously completed device failure analysis cannot be referenced. It cannot be determined why the device became separated. The sales rep indicated that the chait catheter broke inside the patient 3 months after the procedure, suggesting that this failure was not procedural related. The IFU precaution states, "the catheter should be changed every 6 months to reduce the risk of catheter fracture in patient", indicating that the failure occurred within the recommended time of device indwell. The root cause of this complaint will be trended as ¿inconclusive¿. We will continue to monitor for similar complaints and have notified the proper personnel about this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is previously submitted, unknown, or unavailable. A review of the complaint history, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications and a photographic evaluation was conducted during the investigation. The complaint device was not returned. However, the inspection of the photo of the complaint device which was returned by the customer confirmed that the chait cecostomy catheter broke/separated. Only the proximal straight end of the catheter could be seen in the photo, as the separated pigtail end was noted to be eliminated during a bowel movement. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. According to our complaint management system, there have been two other complaints with the same product family and failure mode as this reported complaint. Neither of the devices were returned for these previously completed complaints, thus, a previously completed device failure analysis cannot be referenced. It cannot be determined why the device became separated. The sales rep indicated that the chait catheter broke inside the patient 3 months after the procedure, suggesting that this failure was not procedural related. The IFU precaution states, "the catheter should be changed every 6 months to reduce the risk of catheter fracture in patient", indicating that the failure occurred within the recommended time of device indwell. The root cause of this complaint will be trended as ¿inconclusive¿. We will continue to monitor for similar complaints and have notified the proper personnel about this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.